Manufacturer narrative:
The events of infection(unknown onset) and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture, infection(unknown onset) and drainage. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported, via social media, experiencing the events of ¿I broke a prosthesis¿, ¿have a bacterium and I am dripping liquid through the nipple¿, ¿I have felt very bad¿, ¿my prostheses were placed in 2015 and they broke down.¿ the device remains implanted.